Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. According with the product's label and dfu, the rated burst pressure for the symmetry device is 15 atmospheres (atm); however, the physician inflated the device at 16 atm. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the mildly tortuous and severely calcified vessel. A 5.0-4/4t/90 symmetry¿ balloon catheter was advanced for pre-dilatation. However, on the first inflation at 16 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.